Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in neurovascular diagnostic procedure when the issue occurred, and the procedure was able to be completed by pressing the footswitch one more time. A philips remote service engineer (rse) examined the system remotely and confirmed that the fluoroscopy was intermittently unavailable. The rse checked the log file and found that the system should generate at least 4 or more appending alerts in two days to warrant a calibration. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the x-ray tube was arcing, and that fluoroscopy was intermittently unavailable, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.